Event description:
Event reported by attorney. The legal complaint states that pt suffered bodily injuries. Bodily injuries, conditions and or symptoms include pain when urinating, bladder spasms, bleeding, painful sexual intercourse and abdominal pain.